Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, procedure, another manufacturer's balloon ruptured and became wrapped around the guide wire. The balloon and wire were removed as a single unit. There was a dissection that was repaired with a stent. Pt status is listed as "okay".